Event description:
A hospital in another country, reported that an rt329 infant breathing circuit was defective. No pt consequence was reported.

Manufacturer narrative:
We have attempted to gain more info to clarify this complaint, but have been unsuccessful to date. A follow up will be provided.